Event description:
A report was made regarding a damaged touchscreen on a pump by a distributor in france. There was no information available about the impact on the customer's blood glucose level. The complaint noted that the pump's screen was broken. The distributor planned to return the faulty device, and a replacement pump with a new serial number was arranged.